Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads, cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, and a cracked case at the reservoir tube window corner.